Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) was admitted due to water around the heart. Also, the patient stated that the device was not working. There was no further information provided. The device remains in service. No adverse patient effects reported.